Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Sample has been evaluated and observed that the pigtail of stent was slightly bent. No black suture returned for evaluation. The complaint has been confirmed, however the exact cause on how and when problem occurred could not be determine. A potential root cause for this failure mode could be, ¿defect components from supplier¿. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: single use only. Warnings 1. Method for use (1) when using the multi-length type stent, it should be avoided in the following cases. 1) if you measure the length of patient¿s ureter and confirm that excessive coil part would be appear, consider using other stent which has different shape of tip and length. Ureteral stents with excessive coil parts have risks of knot formation at the tip of renal pelvis side during placement or removal. 2) if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. (2) ureteroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient, and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urethral stent was bending. The pigtail was bent near the tip before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that the urethral stent was bending. The pigtail was bent near the tip before use.